Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a defect closure procedure performed on (B)(6) 2023. During the procedure, both clips would not deploy from the catheter. The procedure was completed with another six resolution 360 clips. It was reported that the patient experienced minor bleeding and was given an adrenaline to stop the bleeding. The patient is expected to fully recover. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a defect closure procedure performed on (B)(6) 2023. During the procedure, both clips would not deploy from the catheter. The procedure was completed with another six resolution 360 clips. It was reported that the patient experienced minor bleeding and was given an adrenaline to stop the bleeding. The patient is expected to fully recover. Additional information received on (B)(6)2023 it was clarified that the clip was able to grasp and lock onto tissue. Additionally, the reported bleeding was the underlying condition being treated for using the resolution 360 clips. The epinephrine was planned to be used in conjunction with the clipping.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), h6 (patient and impact code) and h10 (additional MFR narrative) have been updated based on the additional information received on (B)(6), 2023. Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Functional inspection was performed, and it was found that the clip assembly was able to perform the first activation and release the clip assembly. No problems with the device were noted. The reported event of clip would not deploy was not confirmed. Investigation found that the clip assembly was still attached, and it was able to open and close its arms. The clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged problem or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a defect closure procedure performed on (B)(6) 2023. During the procedure, both clips would not deploy from the catheter. The procedure was completed with another six resolution 360 clips. It was reported that the patient experienced minor bleeding and was given an adrenaline to stop the bleeding. The patient is expected to fully recover. Additional information received on october 6, 2023 it was clarified that the clip was able to grasp and lock onto tissue. Additionally, the reported bleeding was the underlying condition being treated for using the resolution 360 clips. The epinephrine was planned to be used in conjunction with the clipping.